Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient was in the emergency room for hyperglycemia. It was reported that the patient may have overtreated hypoglycemia and their blood glucose levels went too high. They were not feeling well so they then went to the hospital. This was all of the information that was able to be obtained.